Event description:
Pt was having trouble with diaphragmatic stimulation. Physician decided to explant kronos for a lumax 340 hf-t, because, he wanted separate lv and rv outputs. Lumax corrected the diaphragmatic stimulation. Hospital discarded device.